Event description:
As reported by the edwards field clinical specialist, during a transaortic tavr procedure the patient¿s ascending aorta was ruptured. Per report, arterial and venous access was obtained in the right femoral artery and right femoral vein. Mini sternotomy was performed and a 26fr ascendra 3 sheath was inserted. Balloon valvuloplasty was performed with a 20x3mm edwards balloon. Next a 26 mm valve was deployed without issue; the final valve position was 50:50. Echo revealed zero paravalvular and central leak. The delivery system was removed and the sheath was removed from the aorta under rapid ventricular pacing. Upon removal of the sheath and the tightening of the purse strings the physician stated his ¿finger pushed through the aortic wall; the tissue fell apart¿. At that point a full sternotomy was performed to repair the bleeding in the aorta. It was noted that the tissue in the aorta was very friable. The patient was not placed on cardiopulmonary bypass for repair but rather a cell saver, vasopressors and epinephrine were utilized to maintain the patient¿s hemodynamics. The patient remained relatively stable with systolic blood pressure ranging from 70-80 mmhg. The patient was transported to recovery and extubated an hour post procedure. As reported, the patient was alert, awake and oriented x 3 and moving all extremities. Twenty-four hours post procedure the patient was reported to be in stable condition and recovering well. This event was attributed to friable aortic tissue. Per additional information received from the edwards clinical specialist, there were no challenges advancing the sheath and no repositioning was necessary during the procedure. The physician¿s comment after the case was that when he placed his finger against the aorta to control the bleeding it tore through and when he put a second finger in that location it tore through again.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, as noted in the report, a combination of patient factors (friable aortic tissue) and procedural factors (transaortic approach) appear to have caused this event. There is no indication this event was result of dysfunction of the ascendra 3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.